Manufacturer narrative:
No malfunction occurred. The customer did not receive a low spo2 alarm because the alarm had been disabled the night before and was not turned back on until 05:26 which was the time of the event. The customer had requested the alarms to be turned off and then on again in rapid sequence. In order for the action to be committed the action must be communicated to the parameter source which is the bedside device. Since the customer pushed the "on" button too quickly, the action was not committed and the last alarm state remained active. When this occurs, there continues to be all expected visual indicators to demonstrate that the alarms remain off including a bell with an "x" next to the spo2 numeric on the resting display and in the patient window and the alarm on/off state is correctly displayed in the measurement controls for that parameter measurement. Note that a task has been created in the tfs software change request database to change the way the control service responds when the system is not ready such that a second click is disallowed. This is captured in (B)(4).

Event description:
The customer reported that a patient condition changed and the patient was noted to be blue but no alarm for low spo2 was provided. The event occurred on (B)(6) 2018 at 05:26 in bed pcu51902. The patient was noted to be blue when discovered.